Event description:
Patient was donating a kidney laparoscopically. A suction irrigator was needed to keep field free of blood for optimal visualization. Stryker strykerflow @2 suction irrigator properly set up but would not irrigate or suction upon use. Started smoking from the motor after trying to troubleshoot. After visualizing and smelling smoke, the suction irrigator was removed from the field and the batteries were removed also.